Manufacturer narrative:
Device available for evaluation: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that "last summer sometime" they were "so shaky," so they made an appointment with their healthcare provider (hcp) to have the ins checked and adjusted. The patient stated that their hcp noticed that the ins on the patient's left side was turned off, so they turned it back on for the patient. The patient noted that they did not realize the ins on their left side was turned off.